Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are: (B)(4). Patient weight is unknown. Implant and explant dates: device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacture review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 17, 2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke into two (2) pieces while being attached to the associated drill at the back table during a right fourth metacarpal fracture procedure on (B)(6) 2016. The breakage occurred at the point where the bit intersects with the drill chuck and was likely due to over-torquing. Another device was readily available to complete the procedure with no reported delay or patient harm. Concomitant device(s) reported: drill (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the returned drill bit was received in two (2) pieces. The drill bit broke in half where it transitions from the proximal coupling end feature to the distal drill bit/fluted end feature. Whether this complaint can be replicated is not applicable as the drill bit is already broken. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned drill bit is an instrument used in the next generation hand system / variable angle locking hand system intended for fragment-specific fracture fixation with variable angle locking and locking technology, per technique guide. The relevant drawing was reviewed during this investigation with no product design issues or discrepancies observed. Per the complaint description, it is most likely that the bit was over torqued. It is not likely that the design of the device contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.